Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks from their device. The patient had mentioned the s-ICD had previously been repositioned and that tachy therapy had been turned off. At this time the patient was referred back to their physician and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the cause of the inappropriate therapy was thought to be due to air entrapment in the pocket. Surgical intervention was performed and the patient had a transvenous system implanted. The patient was reported to be experiencing post-traumatic stress disorder and phantom shocks due to the delivery of inappropriate therapy in the past. The s-ICD system remains in service at this time and there were no additional adverse patient effects reported. The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the nature of incident field for more information regarding the specific circumstances of this event. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted from the patient. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks from their device. The patient had mentioned the s-ICD had previously been repositioned and that tachy therapy had been turned off. At this time the patient was referred back to their physician and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the cause of the inappropriate therapy was thought to be due to air entrapment in the pocket. Surgical intervention was performed and the patient had a transvenous system implanted. The patient was reported to be experiencing post-traumatic stress disorder and phantom shocks due to the delivery of inappropriate therapy in the past. The s-ICD system remains in service at this time and there were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks from their device. The patient had mentioned the s-ICD had previously been repositioned and that tachy therapy had been turned off. At this time the patient was referred back to their physician and the s-ICD remains in service. No adverse patient effects were reported.